Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damage was found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Event description:
It was reported that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the adhesive was secure, but the cannula had dislodged from their back. The insulin was leaking and pooling underneath the pod. As treatment a new pod was applied and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.